Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).

Event description:
The patient¿s healthcare provider (hcp) reported that the patient ¿came into the hospital on (B)(6) 2013¿ with problems related to his gi tract. The patient was noted to have had nausea and vomiting, but it was determined that these symptoms were not ¿really related to those particular medications¿. A dye study was performed to make sure the pump was intact, and it was. The patient then had ¿some very bizarre behavior¿ and they had to turn the pump down to minimum rate to see how the patient¿s mentation was, and if the pump ¿had anything to do with that¿. The patient¿s medications were changed from morphine and bupivacaine to fentanyl and bupivacaine. They stated that the ¿patient¿s pain was not controlled and there was something else going on with him¿. It was thought that what the patient was experiencing was not related to the drug. The hcp stated that the patient was ¿already sick¿ and ¿he already lost fifty pounds last fall¿. They stated it was not because of the pump, but ¿they thought the pump just happened to be a red herring¿. The hcp later noted that they performed two aspirations and primes instead of three, and the patient could potentially get 0.1643 mg of morphine and bupivacaine before the new mixture of fentanyl and bupivacaine was delivered. No further symptoms were reported, and the hcp was planning to discuss how to proceed with the physician.